Manufacturer narrative:
(B)(4) - no pre-dilatation. Evaluation summary: the device was returned for evaluation. Stent explantation was confirmed. Difficulty/resistance removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca (percutaneous transluminal coronary angioplasty) catheter. In this case, the IFU deviation likely contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal circumflex artery. A 3.5 x 28 mm xience v stent was deployed by direct stenting. A 4.0 x 10 mm non-abbott balloon catheter was being used for post-dilatation. During inflation, the balloon catheter got stuck with a stent strut and could not be removed. Repeated inflations and deflations were performed; however, the balloon catheter still could not be removed. The decision was made to remove the deployed stent along with the balloon catheter. The procedure was completed by successfully implanting a 4.0 x 28 mm xience v stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.